Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024 , around 9pm, the patient woke up and had symptoms of hypoglycemia (no specific physical symptoms were reported). She checked her cgm device which was in a brief sensor error state and not providing any cgm values. The patient also stated that the device never alerted her to the error state (captured in this complaint). Emergency medical service (ems) was called, however, before they arrived, the patient lost consciousness but shortly after regained consciousness on her own. Once ems arrived, a blood glucose (bg) meter reading was taken, but the patient could not recall the specific value. The patient was treated with orange juice with insulin (however, being treated with insulin would be contradictory for a hypoglycemic event). She was then transported to the emergency room (ER). The patient stated that she was too weak to recall what medication or treatments she received while in the ER. She was discharged around 9am the following day (less than 24 hours) when her bg meter reading was 153 mg/dl. The patient was ¿okay¿ at the time of the report. Data was provided for investigation. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.